Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient saw an elective replacement indicator (eri) on the recharger, for the past 2 months, when charging. They were able to clear the eri by pressing the green button. The patient was redirected to their healthcare provider to possibly schedule a replacement. The definition of eri, steps to bypass it, time between eri and end of service, and ins longevity was reviewed. It was further reported that the ins would not hold a charge like it used to. They had to charge the ins more often than previously. It had gotten worse in the past 2 months. The patient felt like they were charging it up, but it only lasted 4 days (not even a week). They stated that they didn't use the ins when they slept or showered. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient device would not hold a charge and they have had to charge more frequently. It was noted that she does not use it any more or less than before, however, she does adjust it occasionally when needed. It was reviewed that the programmed parameters could affect the recharge interval. The patient was instructed to follow up with their health care provider. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.